Manufacturer narrative:
The issue was observed during preventive maintenance testing prior to therapeutic application; the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not reportable.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported nav ring failure. The device was not in clinical use. No patient or user harm was reported.the customer confirmed the reported failure. The customer replaced the front bezel. No further issue was reported.